Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to experiencing dislodgement and exhibiting failure to capture. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to experiencing dislodgement and exhibiting failure to capture. A new lead was successfully implanted. This lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Quality assurance laboratory, visual inspection revealed the lead was severed 345mm from the terminal end. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or failure to capture.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to experiencing dislodgement and exhibiting failure to capture. A new lead was successfully implanted. This lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.